Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. On (B)(6) 2020, and (B)(6) 2020, several low speed events were captured which resulted in multiple pump stops while the patient was connected to the power module as well as battery power. A total of 22 motor stopped alarms were captured during the pump stop events and the abnormal pump operation was associated with low speed advisory, low speed hazard, low flow hazard, low speed operation, and driveline disconnected alarms. Based on previous complaint history, the events captured in the log file appeared to be consistent with potential driveline wire compromise. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The heartmate (hm) ii left ventricular assist system (lvas) instructions for user (IFU)and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previously confirmed short-to-shield issue captured under manufacturer's report # 2916596-2017-01880. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the hospital for a planned examination. The vad coordinator noted 2 pump stop events in the last two days. There was no external driveline damage. An echo was performed and the lv ejection fraction (ef) was 32%. Patient had a previously confirmed short-to-shield issue and has been on a non-grounded cable for 7 years. The pump stops were reported as resolved and a chest x-ray (cxr) has been planned.